Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the right ventricular lead had been implanted with a partially removed right ventricular lead. The lead appeared to be crushed at the clavicle. The impedance had increased and triggered an alert and oversensing was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had been implanted with a partially removed right ventricular lead. The lead appeared to be crushed at the clavicle. The impedance had increased and triggered an alert and oversensing was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 4076 implantable pacing lead 2007-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.